Event description:
Caller reported a false negative urine hcg result with consult diagnostics hcg dipstick test. Patient presented (B)(6) months pregnant and had a negative urine test result with an afternoon sample. No other patient information was provided.

Manufacturer narrative:
Lot number(s): hcg1080044; expiration date(s): 07/2013. Control lot: 25miu/ml hcg urine control lot: hcg111009-02, 100miu/ml hcg urine control lot: hcg110307-01, 241.0iu/ml hcg urine control lot: hcg111020-01. Summary of results: the retention strips meet qc specification. Details as below: 1. Correct positive results were observed at 3 minute read time when tested with 25miu/ml hcg urine control. (N=5). 2. Correct positive results were observed at 3 minute read time when tested with 25miu/ml hcg urine control. 3. Clearly positive results were observed at 3 minute read time when tested with 241.00iu/ml hcg urine control. (N=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain devices. Results met qc specification. No false negative was observed. Manufacturing batch record review did not observe failure. Unable to identify the root cause without patient specimen analysis in-house. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.